Manufacturer narrative:
Additional information for the initial MFR 1220648-2021-00989 was provided in sections b5, d6a, d6b, g1, g2, h1, and h6. The investigation for the reported renal failure has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of renal failure could not be determined. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was also reported the patient experience renal failure; however, no additional information was provided.

Manufacturer narrative:
The impella cp has not been return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for cardiomyopathy. The patient was implanted on (B)(6) 2020 and explanted on (B)(6) 2020. It was reported that the patient developed hemolysis during impella support. As a result, the patient was administered haptoglobin, the dose is unknown. No further information was provided.